Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device and delivery system was used. When the closure device was deployed, a pericardial effusion was noticed. The patient received a sternotomy and the laa was ligated. There were no further patient complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device and delivery system was used. When the closure device was deployed, a pericardial effusion was noticed. The patient received a sternotomy and the laa was ligated. There were no further patient complications.